Manufacturer narrative:
(B)(4). Review of device manufacturing and sterilization record history confirmed device met pre-release specifications.

Event description:
Patient presented with rest pain. On (B)(6) 2015, an axillo-femoral procedure was performed using a gore® propaten® vascular graft. The procedure was done for limb salvage. On (B)(6) 2015, the patient presented with very significant seroma that had tracked along the entire graft. The gore® propaten® vascular graft was explanted.